Event description:
It was reported the device was used in a low anterior resection. It was reported the device would not staple. The physician had to over stitch to close the tissue. There was no patient consequence.